Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was no device found. Pt said last weekend the controller started acting funny like it did not want to complete the charge. Pt reported this week or last week pt had 3 falls. Pt went to charge last night and could not find the spot to connect to ins. Pt repositioned all over. Pt said there were 2 knots on their butt. Pt said 'where I have this knot at, it is not supposed to be that high up, where the implant is supposed to be, it has been pushed up'. Pt reported their back was hurting and everything. Pt said maybe the leads are messed up and pushing the implant battery. On the call pt used the controller and got 'no device found'. Pt went to passive recharge mode. The highest number was 60 that pt could get to. Reviewed to keep trying passive recharge mode. Pt was redirected to follow up with hcp. Reviewed to have hcp check the device. Pt said they were going to call hcp. Pt also asked if medtronic had smaller equipment because this one is too heavy to carry.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.